Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the silicone temperature sensing foley leaked from a tear in the tubing.

Event description:
It was reported that the silicone temperature sensing foley leaked from a tear in the tubing.

Manufacturer narrative:
Upon further review of additional information received, bard medical/md has determined that this MDR was initially reported in error as this event is not reportable.